Event description:
Customer reported that the insulin pump alarmed for a button error. She stated that the insulin pump fell into the water at the beach. The blood glucose reading was 273 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump buttons function properly however; moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.